Event description:
During a routine check of the iabp, the customer observed that the iabp generated a "loud clicking noise". When the iabp was in assisting mode. When they turned the iabp on standby mode the noise disappeared. No patient was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative replaced the drive manifold (part number 0104-00-0018). He noted that the k6 was extra noisy but functioning. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The drive manifold replaced was received by the manufacturing facility at (B)(4) for evaluation. The evaluation is in progress. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).